Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x15 mm trek dilatation catheter was advanced to the left anterior descending (lad) coronary artery without resistance through right groin access. When the trek was being pulled back in the lad to position it, resistance was felt and suspected to have been interacting with an older stent in the lad. The shaft of the trek separated during the pull back; the point of separation was inside the guide catheter. Another balloon dilatation catheter was inserted into the guide catheter to try and trap the separated segment, but it met resistance. The left groin was accessed and a guide wire and dilatation catheter were advanced to the trek. The other catheter nudged the separated trek into the guide catheter, which allowed another balloon to advance into the right groin guide catheter to trap the separated segment of the trek. The guide catheter, trek, and trap balloon were removed as a unit from the right groin. The procedure continued through the left groin access. There were no adverse patient sequelae and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na